Event description:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ('vaginal bleeding disorders') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and rash ("rash in the inguinal area"). In (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (essure removal via laparoscopic on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the vaginal haemorrhage had resolved and the rash outcome was unknown. The reporter provided no causality assessment for rash and vaginal haemorrhage with essure. The reporter commented: she wishes to have the implants removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 08-mar-2021. The most recent information was received on 15-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ('vaginal bleeding disorders') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and rash ("rash in the inguinal area"). In (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (essure removal via laparoscopic on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the vaginal haemorrhage had resolved and the rash outcome was unknown. The reporter provided no causality assessment for rash and vaginal haemorrhage with essure. The reporter commented: she wishes to have the implants removed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.